Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the uplink amplitude out of specification; rf (radio frequency) head cable found out of electrical specification. Analysis also found the rf head label is delaminated. Product ID: 209031 programmer; product ID 229047 analyzer. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No indication was given as to patient involvement or impact associated with this event.